Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4) event took place in the united states. On (B)(6) 2025, the patient was admitted to the hospital due to a hypoglycemic episode. This incident was triggered by an insulin over-bolus, which led to low blood glucose levels. In an attempt to manage the situation, the patient was treated the hypoglycemia with glucose tablets. Duration of the hospital stay was more than 24 hours. No further information availableserious.